Event description:
The horizon perinatal care (hpc) perinatal information system software sends audible alarms throughout the l&d department when either the adt status changes (an alert) or if the fetal monitor connected via the lms software has a fetal alarm. Both alarms are identical, in volume, frequency, and tone. The user cannot distinguish which is the high priority (lms) vs low (alert). The alerts happen often because the software was not designed to handle internal admission changes from outpatient to inpatient within the same department. These changes create the adt alert and happen often each day. There has been at least one incident where there was a delay to responding to a accelerated fetal heart rate because of this alarm fatigue scenario.======================manufacturer response for perinatal information system software, horizon perinatal care (hpc) (per site reporter)======================mckesson is reviewing the workflow to see what system changes are available to address the alarms.